Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus was broken. It was noted that the stylus did not function and that a known good stylus functioned correctly with the programmer. The customer comment that the feature which synchronizes patient data from the programmer did not work was confirmed and it was noted that it was disabled and once enabled it functioned as required. It was noted that the tab on power cord door was broken and the printer drawer was missing paper guide and side latch however it did function. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was broken and the feature which allows synchronization of patient data from the programmer did not work. There was no patient involvement.